Event description:
Proximal anastomosis of graft implanted in fem-op position occluded june 2, 2000. In 2000 portion of the occluded section of graft was explanted and replaced by a radially supported "ptfe" graft. It has been reported that the physician believed that the incident may be due to excessive growth of tissue. Note that this proximal anastomosis occlusion is subsequent to distal anastomosis occlusion that occurred on december 6,99. Note that at that time intervascular was informed of a vessel occlusion with very limited info (note that an MDR was filed to FDA under no1640201-2000-00014). Finally note that on december 21,99 a pta procedure was performed on this pt and that a stent was implanted in 2000. None of these two add'l procedures had prevented proximal anastomosis occlusion.